Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
One flotrac sensor with an attached cap was returned for examination. The reported event of pressure measurement issue was not confirmed. No visible damage or abnormality was observed from the entire unit. No error message was observed on a vigileo monitor and pressure monitor. The flotrac and dpt sensors zeroed and sensed pressure accurately on a vigileo monitor and pressure monitor respectively. The pressure did not show any drift during output drift testing and met specification. Electrical testing showed that both and output impedance were within specifications. Zero-offset also met specification. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations. It is unknown if user or procedural factors played a role in the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that the arterial pressure value lowered during use: systolic pressure 20+a mmhg, diastolic pressure 8~ -mmhg and actual measured diastolic pressure value was 70~80mmhg. The device was used in the ICU during a stent placement. It was able to zero before use. On the next day the value was still abnormal therefore the device was exchanged and the problem was solved. Other information such as if the value and waveform matched or not, whether the customer performed any other trouble shooting, if the error message was observed, which patient monitor was used and if occlusion, leakage or kink noted on the device were unknown. The sample of tracing was not available. Patient demographic information requested but unavailable. There were no patient complications reported.